Event description:
On (B)(4) 2012 customer reported that the dxc 800 pro instrument generated "modular chemistry (mc) cup reagent too low" errors, and fluid was leaking from the blood urea nitrogen (bun) electrode port. Customer also stated that fluid may have leaked into the bun electrode connection. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that an incorrect o-ring was installed on the electrode tip. Fse installed the correct o-ring and the issue was resolved. No further issues were reported.

Manufacturer narrative:
(B)(4).